Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6)2024 that the patient encountered infusion set cannula was kinked in 3 or more hours after insertion. The insertion site was at abdomen. The infusion set was in use for less than a day. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-30891 - device 1 of 2.